Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flapper door button was broken and the valve was inside the body of the device. The trocar balloon, lock collar, main valve seal and converter doors appeared intact. The inflation syringe was not received but the obturator was received. Functionally, the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test syringe and no leaks were detected. It was reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there were leaks and missing parts. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic adrenalectomy, after inserting the trocar and connecting the co2, a gas leak was noticed during insertion of the laparoscopic optics and it was found that the valve seal of the trocar was missing. There was rapid loss of abdominal pressure due to the device issue. Another device was used to resolve the issue. There was no patient injury.